Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and another medication via an implanted pump. The reporter did not know the name of the second medication in the pump. The indication for pump use was non-malignant pain. On (B)(6) 2019, the patient¿s friend/family member was requesting MRI compatibility guidelines as the patient needed an MRI of his lumbar spine. The patient was having pain in his hips over the last 2 months. Per the reporter, the procedure was not due to a problem with the patient¿s infusion system or therapy, but the reporter didn¿t know if the patient¿s symptoms were related to his infusion system or therapy. The reporter also inquired about x-rays. No further complications have been reported as a result of this event. Additional information was received from the consumer via a device manufacturer representative indicated that the patient was receiving morphine (2 mg/ml at 0.4522 mg/day) and bupivacaine (2 mg/ml at 0.4522 mg/day) via an implantable infusion pump. It was reported that the patient was admitted to the hospital with pain and weakness in their legs. A magnetic resonance imaging (MRI) was performed and revealed a suspected granuloma. The pump was checked post MRI and everything turned back on as expected. It was reported that the pump and catheter were removed and a granuloma was confirmed during surgery over the t10 area. It was unknown if the issue was resolved. The patient was alive with injury; pain, numbness in legs, and partial paralysis. It was reported that the device status was unable to be determined. No further complications have been reported as a result of this event.